Event description:
This spontaneous report was received on (B)(6) 2012, from female consumer (age unspecified) reporting for self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b tampons multi pack, vaginally for normal menstruation (frequency, lot number and expiration unspecified). After an unspecified duration, she stated that the regular size worked well, but when she used the super and super plus size, pieces of the tampons were left inside her body. The action taken with the device and the outcome of the event were unknown. The report was assessed as non serious event. The company causality was assessed as possible. The report was considered as a reportable malfunction case in united states. Additional information received on (B)(6) 2012. No sample was returned and no lot number was provided. Due to the unavailability of the sample, the analyst could not evaluate the particular alleged defect and could not confirm if the device met the specifications. The manufacturing issues for the product over the period of (B)(6) 2010 to (B)(6) 2012, were reviewed and identified an increase in the number of defects related to fibers tufting at the dome or at the base for o.b. Tampons. The root cause for this issue was identified and corrective actions were initiated in (B)(6) 2010. It was not possible to confirm if the product was manufactured before or after the implementation of the corrective actions. The complaint trends would be monitored. The report remains reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from female consumer (age unspecified) reporting for self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b tampons multi pack, vaginally for normal menstruation (frequency, lot number and expiration unspecified). After an unspecified duration, she stated that the regular size worked well but when she used the super and super plus size, pieces of the tampons were left inside her body. The action taken with the device and the outcome of the event were unknown. The report was assessed as non serious event. The company causality was assessed as possible. The report was considered as a reportable malfunction case in united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (ob multipack). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (ob multipack). This closes out this report unless additional follow up information is received.